Manufacturer narrative:
Date of birth: unknown. The model ed-580t does not have a 510(k) in the us, but the product is similar to ed-580xt initial reporter information was not disclosed. 510(k) used is for ed-580xt. Doctor's opinion: a patient under ercp is sedated and unconscious, and if the distal cap falls into the oral cavity, it might cause aspiration and suffocate the patient. If the distal cap enters the trachea and the patient coughs, the distal cap might come out. However, a possibility, even though it is low, of causing death cannot be completely denied. Investigation of the subject ed-580t: the device was not returned to fujifilm because fujifilm performed an evaluation on-site. The tip of ed-580t was examined. However, no abnormality that could have led to the failure (distal cap drop) was found. The user discarded the concerned distal cap, so it could not be examined. Examination of the non-fujifilm mouthpiece used: the mouthpiece concerned was already discarded, and the actual product could not be investigated. Fujifilm examined a new mouthpiece, and a part of the ridge line of the inner diameter of the mouthpiece was found not rounded. Cause of distal cap drop failure: the distal cap is a single-use product that is attached and removed each time. When the distal cap is attached to the endoscope, there is a slight gap between the distal cap and the endoscope. It has been concluded that the ridgeline of the mouthpiece was caught by this gap, which made the distal cap come off and fall into the oral cavity. As a result of additional investigation, it was found that the cap would fall off when the cap was not installed properly. If the cap is properly connected, it cannot be removed. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On (B)(6) 2019 fujifilm corporation was informed by a customer in (B)(6) that a distal end cap prematurely detached from the distal end of a duodenoscope during a procedure. The distal cap was attached to the distal end of the duodenoscope ed-580t, and an endoscopic retrograde cholangiopancreatography (ercp) was performed. During removal of the endoscope at the end of the procedure, it was noticed that the distal cap was missing. The patient was in a prone position and the face was slanted, and the mouthpiece was slightly out of position. During removal, the user felt that the endoscope was caught on the mouthpiece. An upper gastrointestinal scope was inserted to observe the inside of the gastrointestinal tract to locate the distal cap; however, the distal cap was not found. Then the laryngoscope was reinserted, the distal cap was found and retrieved. No health hazard occurred. There was no death or serious injury associated with this event. This report is being submitted in abundance of caution.

Manufacturer narrative:
Date of birth - unknown. The model ed-580t does not have a 510(k) in the us, but the product is similar to ed-580xt initial reporter information was not disclosed. 510(k) used is for ed-580xt . Doctor's opinion: a patient under ercp is sedated and unconscious, and if the distal cap falls into the oral cavity, it might cause aspiration and suffocate the patient. If the distal cap enters the trachea and the patient coughs, the distal cap might come out. However, a possibility, even though it is low, of causing death cannot be completely denied. Investigation of the subject ed-580t: the device was not returned to fujifilm because fujifilm performed an evaluation on-site. The tip of ed-580t was examined. However, no abnormality that could have led to the failure (distal cap drop) was found. The user discarded the concerned distal cap, so it could not be examined. Examination of the non-fujifilm mouthpiece used: the mouthpiece concerned was already discarded, and the actual product could not be investigated. Fujifilm examined a new mouthpiece, and a part of the ridge line of the inner diameter of the mouthpiece was found not rounded. Cause of distal cap drop failure: the distal cap is a single-use product that is attached and removed each time. When the distal cap is attached to the endoscope, there is a slight gap between the distal cap and the endoscope. It has been concluded that the ridgeline of the mouthpiece was caught by this gap, which made the distal cap come off and fall into the oral cavity. As a result of additional investigation, it was found that the cap would fall off when the cap was not installed properly. If the cap is properly connected, it cannot be removed. If any additional relevant information is provided, a supplemental report will be submitted. On 26 feb 2020 the FDA requested that fujifilm corporation submit a follow up report to correct the device problem code. Correction: clarified event description to indicate that the cap was located in the patient's oral cavity (B)(4). If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On 06 dec 2019 fujifilm corporation was informed by a customer in (B)(6) that a distal end cap prematurely detached from the distal end of a duodenoscope during a procedure. The distal cap was attached to the distal end of the duodenoscope ed-580t, and an endoscopic retrograde cholangiopancreatography (ercp) was performed. During removal of the endoscope at the end of the procedure, it was noticed that the distal cap was missing. The patient was in a prone position and the face was slanted, and the mouthpiece was slightly out of position. During removal, the user felt that the endoscope was caught on the mouthpiece. An upper gastrointestinal scope was inserted to observe the inside of the gastrointestinal tract to locate the distal cap; however, the distal cap was not found. Then the laryngoscope was reinserted, the distal cap was found in the patient's oral cavity and retrieved. No health hazard occurred. There was no death or serious injury associated with this event. This report is being submitted in abundance of caution.